Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range pacing impedance measurement on the competitive right ventricular (rv) lead. The field representative reached out to the clinic for additional information. The field representative was told that they will monitor the device and lead and have opted to increase remote monitoring frequency. No additional information is available and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the device and competitive rv lead were explanted due to poor sensing and continued high out of range pacing impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.